Event description:
A consumer stated that her husband had allegedly received 2nd degree burns on his back while using a heating pad, and medical attention was sought for his injury. The consumer stated that he was using the heating pad in bed at the time that the injury occurred. The instructions for proper use clearly state "danger: if used improperly, this product can cause severe burns to skin, and damage to property" and "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow."

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer stated that her husband had allegedly received 2nd degree burns on his back while using a heating pad, and medical attention was sought for his injury. The consumer stated that he was using the heating pad in bed at the time that the injury occurred. The instructions for proper use clearly state "danger: if used improperly, this product can cause severe burns to skin, and damage to property" and "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz USA, inc. Has requested that the product be returned to our company for testing.